Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap. Appendectomy. According to the reporter: when the surgeon pass through the trocar with an dissector hand instrument, a piece of the seal came off. The surgeon had to remove the piece from the surgical field. There was no report of pieces falling into the cavity or impacting the patient. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No patient injury was reported.